Event description:
It was reported by service report that the cot tipped over due to operator error. The operator's belt caught on the cot's fowler release handle. There was patient involvement; however, no adverse consequences were reported.

Manufacturer narrative:
The operator's belt caught on the fowler release handle causing the cot to tip over with a patient on board.